Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/23/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/23/24. On 11/23/24, the user's mother contacted support after being unable to find cartridge kits and mentioned ongoing supply issues. The mother eventually found the kits, but during the call, the user began feeling unwell, describing themselves as "hot," and soon became unresponsive, although still breathing. The agent called 911 but had difficulty reaching the appropriate ems services in columbia, south carolina, receiving no response from multiple numbers. The mother informed the agent that ems was on the way, and the agent stayed on the phone to keep her calm. A manual fingerstick showed the user's blood glucose was 577 mg/dl, and they administered 7 units of fast-acting insulin. Ketone testing revealed moderate ketones. The user was admitted to the hospital for observation, receiving fluids and a dose of fast-acting insulin. The user's mother expressed concern about the insulin dosing and asked if the user could reconnect to the ilet system. The agent advised waiting at least two hours after the last manual dose before reconnecting and suggested discussing this with the hospital team. The user was released from the hospital on (B)(6) 2024 and resumed using the ilet system.